Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) recently underwent pd catheter (not a fresenius product) surgery. No additional information provided at intake. Subsequent attempts to obtain additional information (e.g., discharge summary, patient demographics, causality) have thus far proven unsuccessful. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).